Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any similar incidents reported for (single leaflet device attachment/slda) and difficult or delayed positioning from this lot. Based on the information available, the reported poor image resolution was due to operational context. The reported difficult or delayed positioning (leaflet grasping) appears to be due to challenging anatomy. The reported slda also was due to procedural circumstances. The reported unchanged mitral regurgitation was related to slda therefore due to procedural conditions. The reported patient effect of worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report single leaflet device attachment/slda and medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted visualization was difficult due to enlarged left atrium. The first clip delivery system (cds 90828u192) was advanced to the mitral valve; however, grasping was extremely difficult due to anatomical challenges and a large coaptation gap between the anterior and posterior leaflet. The clip grasped the leaflets, and the clip was deployed. A second cds (90724u147) was steering down the valve when the it was observed that the first clip became detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The physician proceeded to advance the second cds to attempt to treat the slda. However, there was difficulty grasping the leaflets with the clip. A decision was made to remove the second cds with the clip attached. The procedure was aborted and the slda was left untreated. One clip is implanted, and mr is 4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.